Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired. Further more, it has been alleged to have been caused by exposure to the product administered during dialysis treatment.